Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system drawer failed and produced burning smell. A field service engineer replaced controllers, inspecting the cubie tray and row board cable and found the solenoid was melting due to overheat. Replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by customer that bd pyxis medstation es system drawers kept failing and produced a burning smell. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by customer that pyxis medstation es system produced a burning smell. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer's solenoid was over heating and melting. A field service engineer required drawer replacement. Drawer replaced to resolve. Preventative maintenance was performed on the device. The system functioned as intended.